Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she had 22 tampons with extremely shorter than normal strings. She was able to use the tampons and did not experience issues.